Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use an alternate method for insulin delivery. Additionally, the customer was advised to return the faulty pump with a pre-paid label within 10 days after allowing the pump's battery to fully deplete.